Event description:
It was reported that the patient presented for a follow-up in clinic. During interrogation, it was noted that the pacemaker exhibited p-waves under sensing. No intervention was performed. The patient was stable.